Event description:
It was reported that a pacemaker dependent patient had a history of high capture thresholds on the right ventricular lead for the past two years. The patient was asymptomatic. The lead was capped and replaced during routine device change out procedure. The patient had no adverse events during and post procedure.